Event description:
It was reported that a patient underwent a breast augmentation surgery with implantation of a 355cc mentor memoryshape breast implant prosthesis. Post-operatively, the patient was diagnosed with stage ii/iii invasive ductal carcinoma of the left breast involving 2-3 lymph nodes (left-sided breast cancer). As a result, the patient underwent a bilateral mastectomy procedure without any reported breast implant removal. The cause for right-sided mastectomy was not provided. Several follow-ups have been conducted, and no additional information has been received. If more information becomes available, mentor will submit a supplemental report accordingly. This report is for the right breast prosthesis.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: mastectomy. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On september 30, 2024, mentor was notified that the patient presented with bilateral breast cancer and as a result, the patient underwent bilateral breast implant removal and double mastectomy on (B)(6) 2024. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: breast cancer. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On december 12, 2024, mentor received the following additional information: the patient was only diagnosed with left breast cancer. As a result, she underwent double mastectomy and bilateral breast implant removal without replacements. The right mastectomy and breast implant removal were performed as a preventative measure due to the left breast cancer in addition to pathology findings which identified precancerous cells in the right breast. As the mastectomy and explant procedure were performed simultaneously, surgical intervention is no longer applicable to this file. Additionally, as this file is for the right breast prosthesis, cancer is no longer applicable. Reason for device explant and/or reoperation: breast implant prophylactic removal to avoid injury. Manufacturer¿s reference number: (B)(4).